Event description:
Allergan aesthetics received a report via nbir of a left side capsular contracture, baker grade iii. The device has been explanted and replaced. A capsulectomy/capsulotomy was performed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii.